Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through the remote monitoring system, high impedance measurements greater than 2,500 ohms were observed on the right ventricular (rv) lead. As a result, the patient presented for a follow-up, and the x-ray revealed a fracture on the rv lead near the threading part of the suture sleeve. It was indicated the patient had brugada syndrome and had not required a shock since the implantable cardioverter defibrillator (ICD) was implanted. As a result, the ICD was programmed off. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.